Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. Corrected field: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is highly likely that no image with 180 scopes was caused by this device and light source device since 190 series scopes seem to work fine. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The customer issue was observed during demonstration. There was no patient or procedure associated with the event.